Manufacturer narrative:
For regularization - retrospective review / FDA request. According to the results of the expertise, the break does not come from a product failure. The manufacturing parameters of the screw and its characteristics are in conformity. The shape and location of the screw are typical of a rupture in torsion; which is surprising because this type of screw is designed to withstand a torque greater than 6.5 nm. Hypotheses that could explain screw rupture: screw insertion in the femoral tunnel is trickier when using the in/out technique because the screw is inserted under arthroscopy, which makes it very difficult to perfectly insert the screw within the tunnel axis. While it was being screwed in, the screw produced a trajectory which diverged from the tunnel, which generated a great deal of flexural and torsional stresses within the body of the screw, and particularly while traversing the cortical wall. These stresses caused screw recess deformation, which is almost inexistent at the tip of the screwdriver and maximal at the head of the screw. This deformation is thus greater to the yield point of duosorb, which causes the screw to rupture. The fact that no pre-tapping was performed before drilling generated a great deal of friction along the entire surface of the screw during insertion in the tunnel and during graft compression, and this friction caused a deformation of the screw recess, which is almost inexistent at the tip of the screwdriver and maximal at the head of the screw. This deformation is thus greater to the yield point of duosorb which causes the screw to rupture.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. During use, a part of the screw was broken and remained into patient. An other screw has been used to finish the surgery.